Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2015 with the following findings: during testing, the battery compartment was observed to be cracked. The returned cartridge cap was torn/punctured. The cap was able to fully tighten on to the pump. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and cartridge cap. This report is made based on results of investigation completed on 11/24/2015.